Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator suddenly had a black screen, and stopped working. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A response to a follow up request was received and the responder reported that the hospital has returned the device to use; however, the customer did not specify how the issue was resolved. The responder could not provide any further details regarding the event. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.